Event description:
It was reported that the patient was undergoing a posterior fusion and transforaminal lumbar interbody fusion (tlif) procedure at l4-l5 and while the surgeon was inserting the screw, the matrix long holding sleeve became slightly unthreaded and the tip bent. Nothing detached from the broken instrument and it did not affect patient status. After initially inserting a screw, the surgeon wanted to back out slightly and change the trajectory of the screw. In the midst of doing that, the t25 straight shaft snapped at the tip. The broken piece was immediately recovered and placed on the back table along with the broken shaft. The broken tip was not located after it went through the wash. When it came time to place the pop-on polyaxial heads, it was noticed that the head placement tool was broken before it was used in the procedure. The tip in the middle of the tool (the fin in the middle of the head) broke off and was missing. It is unknown how or when this occurred, but it was not used in this case. As a result of these events a one minute surgical delay was reported. No patient harm was reported. This is report 2 of 2 (B)(4).

Manufacturer narrative:
A product investigation was completed: polyaxial head placement tool (part number 03.632.037, lot 6603324) was returned with the blocker component broken off from the distal end. Replication of the complaint condition is not applicable. The complaint for this device is confirmed. It is possible that use over time coupled with excessive off axis force on the tip contributed to the blocker breaking at the laser weld. The relevant product drawings were reviewed. Per the technique guides, the polyaxial head placement tool is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from an implant module and place it over a matrix bone screw. The technique guides state that to ensure the polyaxial head is securely attached to the bone screw; the user is to gently lift up on the placement tool and angulate the polyaxial head. Use of the placement tool while not fully engaged with the polyaxial head could cause the blocker component to experience unintended forces and make it vulnerable to breakage in the area of the laser weld. Since the ¿blocker¿ is only laser welded to half of the ¿outer shaft¿ body, it is possible that use over time coupled with excessive off axis force on the tip contributed to this complaint. Details regarding the technique used with this instrument are not known and so the root cause for the complaint is indeterminate. No design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device that would have contributed to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.